Event description:
Reportable based on analysis approved on (B)(4) 2013. It was reported that during percutaneous coronary intervention, stent would not cross the lesion. Vascular access was obtained via femoral artery. The 96% concentric with 34 mm long and 2.40 mm vessel diameter target lesion was located in the moderately tortuous obtuse marginal artery. The lesion was noted to have a significant bend >45 and <90 degrees. The lesion was pre-dilated with a 2 x12 semi complaint balloon catheter which reduced the stenosis to 80%. A 38mm x 2.50mm taxus element long drug-eluting stent encountered resistance during advancing and was not able to cross the lesion. The procedure was completed with the deployment of unspecified short stents to cover the lesion. No patient complications were reported and the patient status is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual examination of the returned device found no kinks along the entire length of the shaft. An examination of the crimped stent identified that struts in two adjacent rows, in the centre of the stent, were severely misaligned and bent outwards. No other damage was noted to the device. No issues existed with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).